Event description:
A (B)(6) male, pt's nurse contacted zoll lifecor customer support service to report that one of the pt's batteries is unable to power up the monitor. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery is unable to power up monitor) has been confirmed. Upon eval, it was discovered that the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively determined. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.